Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and definitive causes for the reported inability to remove the gripper line and gripper line break in this incident could not be determined. It is possible that the clip delivery system (cds) device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the reported user experience. Curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. The aggregations of forces may have resulted in the inability to remove the gripper line, and the resulting force caused gripper line break when the gripper line was attempted to be removed upon deployment; however, this cannot be confirmed. The information indicates that the reported patient effect of foreign body left in the patient was a result of procedural conditions and due to the inability to remove the gripper line. The reported patient effect of failure to retrieve mitraclip nt system components, as listed in the mitraclip nt IFU, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch, the following information was provided: after the gripper line broke, one portion was removed while the other portion remained attached to the clip. A snare device was used to cut some of the gripper line to minimize the length of the gripper line left in the patient; 10-20 cm of the gripper line remains in the patient remains secure in the clip. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line broke during removal and a portion remains in the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first mtiraclip delivery system (cds) was advanced to the mitral valve. However, during gripper line removal, the gripper line was retracted 30-40 cm and resistance was felt, the gripper line could not be completely removed. While attempting to remove the gripper line, the gripper line broke. Approximately 1-2 cm of the gripper line remains in the patient. Attempts to remove the separated portion with a snare device and catheter were unsuccessful. The clip was able to be implanted. A total of two clips were implanted, reducing mr to 1. The patient is stable. There was no additional information provided.